Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal tip for passing a guidewire was detached from the device. We checked the missing part of the distal end. We confirmed the signature that the adhesive was properly applied to the part. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the distal tip was damaged since it was subjected to a load by the angulation or the forceps elevator of the endoscope. The above device handling has warned in the instruction manual as follows. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. Do not crush the calculus while the guidewire remains in the distal tip. This could cause patient injury, such as perforation, bleeding or mucous membrane damage, it may also damage the endoscope and/or the guidewire and/or the instrument.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a lithotrity, the subject device was used. When the user pulled out the device, the distal tip of the device was broken off in the bile duct. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the distal tip. The number of subject devices was reported to be two. This is the first one of two reports.